Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l47921), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2021, it was observed that the 5.5mm healx adv sp bioc anchor device was believed to be broken and displaced due to patient's poor bone quality for deploying an anchor. According to the report, after the inner anchor was passed through the rotator cuff, a burr hole was created for deploying the alleged device. It was reported that the surgeon could not secure visual field due to soft tissues but struck alleged device with a hammer. It was reported that the tension of the inner anchor suture was checked as well as the hexagonal part supporting the anchor on the alleged device. It was reported that the surgeon judged that the anchor on the alleged device was deployed in the burr hole. It was reported that since the bone quality was poor, the surgeon judged that the anchor was not deployed properly and tried to remove both inserter and the anchor. It was reported that both the inserter and the anchor were difficult to remove, the surgeon managed to remove only the inserter. It was reported that after removing the inserter, the surgeon used the sutures of the inner anchor which had been passed through the alleged device to deploy other anchors into two places and completed the bridge. It was reported that the surgeon believed that the cause of the event could be either the anchor was broken in the burr hole or the anchor was placed in the burr hole but the tension of the suture was not fully applied. The surgery was completed within 30 minutes delay. It was reported that on (B)(6) 2021, an arthroscopic revision procedure was performed but could not locate the dilator and the anchor. Since further searching for those fragments might be risky, they finished the revision procedure without removing the anchor. The device was brand new and the first use when the issue occurred.